Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire and the reported break was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported failure to advance, difficulty to remove and core break appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire encountered resistance with the heavily calcified lesion causing in the failure to advance and difficulty to remove. Manipulation against resistance ultimately resulted in the core break and noted stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery (sfa). The 170t ht proceed guide wire was attempted to advance; however, the tip became stuck with anatomy. When attempting to pull back the guide wire it unraveled. The guide wire remained in one piece and was removed successfully. As several unspecified guide wires were attempted to cross before the use of the proceed guide wire the physician decided to abandon the case. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.